Event description:
On (B)(6) 2025 I began a 9 treatment session of light therapy using the valeda light system as recommended by my eye doctor of six years. Prior to this treatment, my eyesight was very good and I was being monitored for mild to moderate dry, age-related macular degeneration (amd). My doctor recommended this light therapy to help reduce the risk of future eye damage. Within the first week or two of treatment, I began to notice some changes in my vision but had attributed it to my reading glasses. By the third week of treatment, I notice significant waviness in my window blinds, my tv screen and finally the eye test grid I possessed. The following day, (B)(6) 2025, I saw my eye doctor who informed my that my dry amd had converted to wet amd and that I would need eye injections every month going forward in my life. I was never informed that this could be a possible side effect, and was also told that the FDA recently determined this treatment to be safe. The only side effect discussed was a temporary photostress afterimage after treatment. I subsequently read a research report pertaining to valeda light system in which it was found that 5.4 percent of a treated group experienced conversion to wet amd, compared to 1.8 for a sham group. None of this was discussed with me prior to treatment. I now have permanent damage to my eye due to this treatment and encourage the FDA to require further testing so that others do not experience the same outcome.